Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 37," "defib fault 80," "defib disabled," and "check pads" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.zoll medical corp has not received the device for eval and this complaint is still under investigation.